Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the patient's esophagus. The capsule fell off into he patient's stomach. No serious injury to the patient was reported.